Event description:
It was reported that the tubing of this artificial urinary sphincter (aus) was cut by medical staff during a non-urological procedure, causing the device to stop working. The aus was deactivated and, some time later, a surgical intervention to place deactivation plugs into the tubing was performed. It was noted that, after the revision procedure, the patient experienced infection at the surgical site; therefore, medication was prescribed. A replacement surgery has been scheduled. No further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore, the date 07/01/2024 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device issues and clinical observations may have been due to the device being cut by the medical staff during a non-urological procedure.

Event description:
It was reported that the tubing of this artificial urinary sphincter (aus) was cut by medical staff during a non-urological procedure, causing the device to stop working. The aus was deactivated and, some time later, a surgical intervention to place deactivation plugs into the tubing was performed. It was noted that, after the revision procedure, the patient experienced infection at the surgical site; therefore, medication was prescribed. A replacement surgery has been scheduled. No further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2024 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.